Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was listed as malfunction of the pump. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customers blood glucose was 34 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer put on a ventilator at one point. It is unknown if the caller will return the insulin pump for analysis.